Event description:
It was reported that the patient underwent cataract surgery using multifocal synergy intraocular lens and was exchanged as the level of glare was much higher than expected, to the point of being unmanageable in daily life. The lens was replaced with non jnj lens. No other information is available.

Manufacturer narrative:
Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address, telephone number: unknown, information not provided. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and correction: additional information was received on 11/26/2024 reporting that the explant was performed on (B)(6) 2024 and event date was 11/1/2024, not 11/4/2024 respectively. The following sections have been updated accordingly: section d6b: 11/1/2024. Section d6b: 11/1/2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.